Event description:
Consumer reported complaint for high and erratic blood glucose test results. Results of concern were not provided. Customer had also reported complaint for high and erratic results using the same meter, different test strips: internal report reference (B)(4). The customer feels well and did not report any symptoms. Customer stated that due to the meter results she had contacted ems twice; dates were not disclosed. Customer stated the first time she had called ems she had awoken during the night experiencing symptoms due to administering too much insulin based on the meter result. Symptoms and the result obtained were not disclosed. Customer stated when the paramedics arrived, they had checked her blood glucose using their device and the result was 32 mg/dl (fasting/non-fasting was not disclosed). Customer had been taken to the hospital. Customer declined to provide further details. Customer stated the second time she had called ems it was due to administering too much insulin and her blood glucose had dropped low (undisclosed result). Customer stated when the paramedics arrived, they had given her a gel (undisclosed), and had waited until her blood glucose had stabilized. Customer had not been hospitalized the second time. Customer was unable to provide lot information for the test strips. Customer stated the test strips had been opened less than a month before the hospitalization. During the call, a back to back blood test was not performed by the customer. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-004: improper test method. Note: manufacturer contacted customer in a follow-up call on 20-nov-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.